Manufacturer narrative:
Follow-up # 1 date of submission 01/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms. The pump powered on with a call service alarm that was unable to clear. The display screen and audible and vibratory alerts were fully functional. The pump could not be adequately tested due to the persistent call service alarm. The pump was opened, and an internal component failure was found. The component was removed and the pump was able to power on normally with no call service alarm.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted a call service alarm and then changed the battery. The screen would not power on until after two more battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.